Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. The leak occurred where the tube goes into the transfer set at the twist clamp. This occurred during use of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted the silicone tubing was torn/separated at the occluder feet. Functional testing was performed which included leak testing and clear passage testing and no issues were noted. An integrity test was also performed on the connection between an in-lab titanium adaptor and the patient adaptor of the returned transfer set, and no issues or leaks were noted. The reported condition was not duplicated, however the separation in the tubing causes a leak. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.